Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast button was unresponsive. The up arrow, down arrow and ok buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
The pump was returned for investigation. Investigation revealed the contrast button was unresponsive and the up arrow, down arrow and ok buttons had intermittent response. There was contamination under the contacts of all the keypad buttons. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The alert date was corrected to (B)(6) 2012